Event description:
Reported due to dissection and thrombus. Physician attempted an arteriotomy closure with a perclose a-t (closer ak) device. The operator inserted the device deployed the needles and closed the foot "in the usual fashion." The operator experienced "unusual" resistance when attempting to remove the device. The user redeployed and reparked the foot. The user also attempted to advance the device. The device was ultimately removed against resistance, the sutures were harvested and the knot was advanced. Five minutes later the pt complained of pain and pulses were absent in the same lower extremity. The opposite leg was accessed to catheterize the affected leg and no flow below the common femoral artery was noted. The cardiologist atempted a pta balloon and angiojet to remove the clot but the attempt was unsuccessful. The pt was taken to surgery for repair of the artery. During surgery both a dissection and thrombus were noted. The pt was discharged home three days later. Although requested, no additinal info was provided.